Event description:
Resistance was noticed by the operator when removing the eagle eye catheter from the catheter package. The operator checked the catheter at that time and noticed that a portion of the catheter shaft was extending past the seal of the pouch.

Manufacturer narrative:
Upon receipt of the catheter, a team consisting of manufacturing engineering, quality, and regulatory met to evaluate the returned catheter. A portion of the teal bump tube was extending past the seal of the pouch. The catheter bump tube was not fully inside the pouch when the pouch was sealed causing a breach to the sterile barrier. Although the device did not cause or contribute to an injury, there could be potential for injury should the event happen again. This report is being sent as a notification.